Manufacturer narrative:
The device was received for evaluation. Through visual inspection system error 21513 was not reproduced. A review of event history log revealed se 21513- uso sensor failure. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be uso sensor out of calibration which requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a system error 21513 (uso sensor failure) was observed. No additional information is available.